Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.

Event description:
The customer reported being hospitalized for high blood glucose. The blood glucose reading was 165 mg/dl. The customer stated that the device was dropped on the bathroom floor and the insulin pump had several cracks on the casing. Troubleshooting was performed. The customer stated that her blood glucose was high all day and she did not get the actual reading on her blood glucose meter. The customer stated that the paramedics were called out and her blood glucose went from high to 27 mg/dl. No further info was provided.